Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found the lens missing a piece of a haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6, -11.5 diopter, implantable collamer lens tore during the loading process. There was no patient contact and the backup lens was implanted with no problem. Reporter stated that the cause of event was unknown.